Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's device is not working. The caller stated the patient is sedated and the caller could not ask further questions. No further patient complications are anticipated or expected as a result of this event.